Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. Additional information is being requested from the field representative. No additional adverse patient effects were reported.